Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6)2009. According to the complainant, during the procedure, the device prematurely deployed a band. The band was not retrieved from the pt. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number: therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. It any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).